Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The estimated remaining longevity decreased more quickly than expected. Technical services (ts) indicated that the power consumption was measured at 234 microwatts, representing 549 percent of the expected value. Impedance and threshold measurements remained within normal limits, and the evaluation showed no evidence of atrial fibrillation. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.